Event description:
It was reported that the patient presented for follow up via merlin.net. Device interrogation revealed low pacing impedance exhibited by the right ventricular lead. No interventions were performed. The patient was in stable condition and will continue to be monitored.